Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic for acute hypoxic and hypercapnic respiratory failure. The event was not thought to be device related however log files were submitted. Log files captured various set speed changes as well as low flow estimates and sustained low flow hazard events on (B)(6)2025. The low flow readings did not appear to be the result of any external equipment malfunction. The data following the alarms on (B)(6)2025 appeared to indicate the pump was operating within normal parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms, which the account attributed to septic shock which was due to pneumonia. The submitted controller event log file contained events from 14jan2025 ¿ 24jan2025. Intermittent and sustained low flow hazard alarms were captured on 14jan2025, the longest of which lasted approximately 33 minutes. Following the low flow events, flow appeared to gradually increase until returning to the patient's baseline by 17jan2025. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. It was reported that the patient was admitted to the clinic for acute hypoxic and hypercapnic respiratory failure. The event was not thought to be device related, and the cause of the respiratory failure was attributed to bilateral multifocal pneumonia and pulmonary edema. The patient was unable to ventilate effectively and required intubation. The patient was treated with intubation, breathing treatments, and intravenous antibiotics which improved the patient's condition during hospitalization. The low flows were reportedly due to septic shock upon arrival to the hospital which was due to the pneumonia. The patient was discharged home and doing well. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including infection (local, driveline or pump pocket infection), sepsis, and respiratory failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the respiratory failure was bilateral multifocal pneumonia and a pulmonary edema. The patient was unable to ventilate effectively with required intubation. The patient was treated with intubation, breathing treatments and intravenous antibiotics which improved the patient's condition during hospitalization. The low flows were due to septic shock upon arrival to the hospital which was due to the pneumonia. The event was not related to the device implant procedure. The patient was discharged home and doing well.